Event description:
It was reported that insulin squirted out after the motor stopped and the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with all buttons responding properly. However, moisture damage was found at the keypad traces. No button error alarms were noted. The device alarmed during the prime test as a result of a loose/protruded drive support disk. The unit had scratched lcd window.